Manufacturer narrative:
Medtronic representative performed an evaluation of the system but could not replicate the issue. A software problem is suspected, but software investigation could not be performed, since the software logs were not available. A system checkout was completed, with all checks passing. The system is fully functional at this time. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Medtronic representative reported that during a spinal fusion case, the imaging system displayed a boot error. Depsite multipe reboots, the issue could not be resolved. After a 15 minute delay, site decided to proceed with the case using another imaging system. There was no adverse effect on patient outcome.